Event description:
On 9/27/97, patient reported usage difficulties while on homechoice pd cycler. Follow up with healthcare professional revealed that patient was not doing pd treatment consistently and refused further training. Md felt patient would be better controlled on hemodialysis and patient was started on hemodialysis on 10/08/97.